Manufacturer narrative:
A lot history review (lhr) of reyc1564 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.

Event description:
The extended dwell was reportedly inserted into the lower forearm cephalic vein, wire extended and catheter advanced when nurse reportedly attempted to remove the housing unit from the catheter it would reportedly not disengage- nurse had to remove everything as a unit- when the catheter came out it was allegedly coiled very tightly. Attempted again and once again reportedly could not disengage the housing unit. It was reported that it happened twice on the same pt.